Event description:
It was reported that: "patient had revision (competitor's device) due to hip fracture. During the case the surgeon used a c-taper head on a v-40 neck. Sales rep did not realize it unto after the surgery."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.